Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was difficult to press and there was a slight delay. After pressing the button with more force, the button was "working appropriately". Blood glucose was 143 mg/dl.